Event description:
It was reported that there was difficulty recapturing the closure device. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that there was difficulty in recapturing the closure device during the procedure. The device was successfully recaptured. No damage to the was or wds was reported. No patient complications or injury were reported. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
Device was investigated by MFR: returned product consisted of a watchman delivery system, with the implant inside the sheath. The implant was deployed during the lab analysis and was consistent with the reported information. The tip, core wire, sheath, valve and hypotube were microscopically and visually inspected. Inspection revealed tip damage (tricuts slightly flared/abrasions), sheath damage (abrasions), numerous sheath kinks with buckling, and anchor damage. Inspection of the rest of the device found no damage or irregularities. The device had no evidence of implant recapture. Functional testing was carried out by retracting the hypotube/core wire, and the implant started to recapture, but stopped when the sheath buckled (15 mm from the tip of the device).

Event description:
It was reported that there was difficulty recapturing the closure device. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that there was difficulty in recapturing the closure device during the procedure. The device was successfully recaptured. No damage to the was or wds was reported. No patient complications or injury were reported. The procedure was successfully completed with another of the same device.